Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to a high blood glucose on (B)(6) 2017 at 12:00 am. The customer reported thinking, but not sure if insulin pump is broken, because just got out of the hospital due to it not delivering insulin. The blood glucose value at the time of admission 490 mg/dl. The customer had symptoms of diabetic ketoacidosis. The customer was treated for the high blood glucose level with novalog. The customer was not wearing the pump at the time of the hospitalization. The customer had been off the pump less than forth eight hours. The customer did troubleshoot the issue and found the high-pressure test fail. The customer¿s blood glucose level was 327 mg/dl at the time of the incident. The customers current blood glucose level was 550 mg/dl. The customer reported an insulin flow blocked alarm, however troubleshooting was not possible at the time of the call. The insulin pump will be returned for analysis.